Event description:
A report was received via social media that the patient was not getting adequate coverage and that the scs (spinal cord stimulator) caused nerve damage, pinched nerves and scar tissues where the ipg was implanted. The patient underwent an explant procedure. No further information could be obtained.